Event description:
Event determined reportable based on investigation approved on 31-mar-2006 that found a break in the device shaft. Ti was reported that during a pci procedure,the maverick monorail kinked.the lesion being treated is unk.the procedure was successfully completed with this device.no patient injuries or complications were reported.patient status is reported as 'good'.